Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced loss of atrial ventricular synchrony and the right atrial (ra) lead exhibited dislodgement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.